Event description:
It was reported that two 6.0mm matrix midface self drilling screws snapped during a craniomaxillofacial complex surgery. The first screw head snapped off from the stem while the surgeon was trying to loosen it with a matrix midface screwdriver. The second screw head snapped off from the stem while the surgeon was inserting the screw into an orbital rim plate. The stems of both screws remain implanted. Both screw heads were removed without additional intervention and the surgery was completed without time delay or injury to the patient. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.